Event description:
Anesthesia ventilator failed at beginning of case. Patient was intubated and placed on other ventilator when machine failed. The factory service rep was called in to troubleshoot the machine in response to the failure. He noted: "machine did have a vent fail error on the screen. Downloaded log and found v044 errors in log. Tested 8mbar and noticed it was slow to respond; replaced and tested valves with new style valves. Unit tested within specifications." Although he noticed it was "slow to respond", the machine was still well within specifications. The root cause analysis is inconclusive as to what caused the failure. We continue to monitor and use the machine with no problems at this point.